Event description:
It was reported that the user experienced a pairing failure between the ilet system and a libre 3 plus cgm, after which the user re-scanned the sensor and readings resumed as expected. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included troubleshooting and education via customer care to verify sensor warmup status and to re-establish the cgm connection. Investigation of this case revealed a transient communication/pairing issue between the system and the cgm that resolved with re-scan, consistent with intermittent connectivity behavior. It was concluded, based on previously established findings for similar reports, that the cause was user-performed corrective action addressing a temporary device-to-sensor pairing disruption.